Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that following the implant procedure, the patient coded. It was discovered that the right ventricular lead had perforated the ventricle. During a revision procedure, the right atrial lead dislodged. The patient is scheduled for a procedure to repair the mitral valve and carotid for other related reasons and the atrial lead will be repositioned sometime in the next week. The ventricular lead remains in service. Should any additional information become available, this report will be updated. It is unknown if this lead is implanted in the atrial or ventricular position.